Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 2.0x20 mm nc trek rx balloon dilatation catheter (bdc) shaft separated into 2 pieces during preparation. Reportedly it is unknown where on the shaft the separation occurred. The device was not used and there was no patient involvement. A same size nc trek was used to successfully complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned and the reported shaft detachment was confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported shaft detachment appears to be due to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch, additional reported information received indicates that the nurse removed the device from packaging and handed it to the physician. At that point the separation was noticed. It is not clear when exactly the damage occurred.